Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. We were unable to prime during prime test due to faulty force sensor resistor. We were unable to complete functional test due to prime anomaly. The insulin pump was received with minor scratched locd window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarms with no delivery every time the reservoir has about 6 units of insulin left. The patient's blood glucose at the time of incident was between 7.0 mmol/l and 9.0 mmol/l. Troubleshooting was initiated and the customer confirmed that the insulin was not expired. The customer also rotates their sites and avoids scar tissue. The infusion set cannula was not bent or kinked. The insulin pump will be returned for analysis.